Event description:
It was reported that blood was leaking from the device through the hemostasis valve during insertion of the edwards lifescience swan ganz 7fr catheter. There was no medical/surgical intervention required. There was no reported consequence for the patient. There was no reported death.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.